Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and the spline with electrodes 13 and 14 appeared to be "sheared", with exposed wires. It was reported that part-way through the procedure, the pentaray nav high-density mapping eco catheter signals for 13 & 14 became noisy. The catheter was exchanged, and the issue was resolved. The spline with electrodes 13 and 14 appeared to be "sheared", with exposed wires. The sheath used was an unspecified vizigo sheath and there was difficulty reinserting the catheter. The procedure was completed successfully. There was no patient consequence. The customer¿s reported noise issues are not considered to be MDR reportable since the risk to the patient is low. The reported resistance with the sheath issue is also not MDR reportable since interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. This issue has been assessed as an MDR reportable malfunction since the integrity of the device has been compromised with sheared electrodes and exposed wires.

Manufacturer narrative:
On 4-nov-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4)

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and the spline with electrodes 13 and 14 appeared to be "sheared", with exposed wires. It was reported that part-way through the procedure, the pentaray nav high-density mapping eco catheter signals for 13 & 14 became noisy. The catheter was exchanged, and the issue was resolved. The spline with electrodes 13 and 14 appeared to be "sheared", with exposed wires. The sheath used was an unspecified vizigo sheath and there was difficulty reinserting the catheter. The procedure was completed successfully. There was no patient consequence. Device evaluation details: the device was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and functional tests of the returned device. Visual analysis of the returned device revealed that foreign material was in one of the electrodes. Also, the electrode was lifted with several internal wires exposed. An electrical test was performed on the device, and it failed: no readings on electrode #12 were found. The electrode was damage with wires exposed, causing the electrical failure. Also, an outer diameter test was performed and it was found within specifications: no malfunction related to the resistance reported by the customer was found. The issue could be related to excessive force or manipulation. However, this cannot be conclusively determined. Regarding the foreign material found: a fourier-transform infrared (ft-ir) analysis was performed. It was concluded that the foreign material found was a polytetrafluoroethylene-based material. However, the source of origin remains unknown since the customer stated that there was no awareness of this situation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi's quality process, all devices are manufactured, inspected, and released to approved specifications. The following guidelines should be followed to minimize ECG noise. ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the resistance with the sheath (difficulty inserting the catheter). Investigation findings: inappropriate material (c0602) and stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode damage (g0201501) were selected as related to the foreign material found and the electrode damage. Manufacturer's ref. # (B)(4).